Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth ((B)(6) 2016), cervicitis, dysmenorrhea and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic right salpingectomy, total vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: approximately 3 coils protruding at the completion of each placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2020: final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia with focal erosion, associated inflammation and reactive change. Negative for dysplasia/malignancy. Endometrium: benign proliferative. Negative for hyperplasia/malignancy. Myometrium: without significant histopathologic abnormality. Bilateral fallopian tubes without significant histopathologic abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- new reporter added, case became medically confirmed. Lab data, medical history, removal procedure were added . Imrdf/FDA codes updated. On (B)(6) 2021: fu3 and fu4 processed together. No new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth ((B)(6) 2016), cervicitis, dysmenorrhea and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic right salpingectomy, total vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: approximately 3 coils protruding at the completion of each placement. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: final diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: squamous metaplasia with focal erosion, associated inflammation and reactive change negative for dysplasia/malignancy endometrium: benign proliferative negative for hyperplasia/malignancy. Myometrium: without significant histopathologic abnormality bilateral fallopian tubes without significant histopathologic abnormality. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.